Manufacturer narrative:
Additional information was added to h3, h4, and h6. H11: the device was received for evaluation. A visual inspection was performed, and it was noted that the tubing was twisted between the assembly for the tubing and drip chamber. A pressure test and clear passage under water test were performed, and it was noted that there was a leak between the assembly of the tubing into the drip chamber due to an incorrect assembly (twist). The reported condition was verified. The cause of the reported condition was a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that clearlink continu-flo solution set with duo-vent spike was leaking from the drip chamber. When spiking the bag to prim the set, it was observed that there was a leak from the drip chamber. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device is pending further evaluation. Should additional relevant information become available, a supplemental report will be submitted.